Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(4) 2019 that a flexiva ID tractip laser fiber was used in a ureteroscopy procedure in the ureter performed on (B)(6) 2019. According to the complainant, during the procedure, the physician noticed a tip of the laser fiber trapped in blood clot. The blood clot with the trapped fiber tip was retrieved and the procedure was completed. There were no patient complications. The patient condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available; a supplement report will be submitted.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a flexiva ID 365 laser fiber was used in a ureteroscopy procedure in the ureter performed on (B)(6) 2019. According to the complainant, during the procedure, the physician noticed that approximately more than one inch of the laser fiber was trapped in blood clot. The blood clot with the trapped fiber tip was retrieved and the procedure was completed. There were no patient complications. The patient condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available; a supplement report will be submitted.